Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
An endurant bifurcated stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. Vessel morphology was reported as mild neck tortuosity, some calcification, and aortic neck angulation was approximately 45 degrees. It was reported that, one month post index procedure, a type I endoleak was identified. The physician placed coils beside the graft into the area of leak and clotted off the leak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Patient's condition affected effectiveness of device (severely angulated neck), device failure/lack of effectiveness related to patient condition (severely angulated neck).

Event description:
Pre-implant images were reviewed and show the proximal neck angulation is approximately 90 degrees. The proximal neck is calcified. It was noted that the patient's spine had significant curvature. Post-implant films at 3 weeks implant duration shows a proximal type I endoleak; most likely related to the severely angulated neck. Images post-coiling repair of the type I were not provided.